Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The following repair and service diagnostic codes were identified: cracked/peeling insulation at tip of shaft; replaced handle. The following was observed: cracked/peeling insulation at the tip of the shaft. The handle was replaced. This does confirm the alleged failure mode of insulation damage. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.